Event description:
Surgeon removed composix in multiple parts (after infection) over a period of 8 months (january-august 2003). The surgeon has put a piece of composix in formaline to show that the eptfe layer crumbled.